Event description:
At about 2 years from primary the surgeon revised the patient liner for knee infection. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 february 2023: lot 2001729: (B)(4) items manufactured and released on 07-apr-2020. Expiration date: 2025-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.